Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a non-qualified company iii c cartridge was used. The company model is only qualified for use in the company (a) and (b) cartridges. The handpiece and viscoelastic information was not provided. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/company cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was broken. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in h.10. The initial MDR report submitted for this event contained an error in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the injection of this implant requires a tip on the injector called a "cartridge". The sales representative informed the surgeon that the mn60 iol was injected with a "monarch 3" type. In practice and after having discussed with several colleagues this model of implant goes very badly, and is deteriorated by this cartridge almost systematically. In reality this injection requires a monarch 2, which we also have onsite.